Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 7:00 am, the patient was experiencing the symptoms of shaking, sweating and he was cold. Thirty minutes later, the patient obtained the blood glucose reading of 85 mg/dl on the reported meter. At 7:15 am, the patient was treated with food and/or a drink. Within thirty minutes the patient's blood glucose level was tested in the emergency room using a hospital meter, with a result of 41 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter reading did not correlate with the hcp reading, the symptoms or the treatment, and the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Event description:
It was reported that: "screw would not lock into plate."

Manufacturer narrative:
(B)(4). Device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2010. The returned test strips passed testing. Investigation did not confirm the alleged complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/07/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.